Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm. Customer was advised that power source was unable to charge. During troubleshooting, notification light stopped flashing immediately afte battery change. After troubleshooting, it was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned for power system error alarm. The power management tool has confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board assembly, the insulin pump was monitored and functioned properly. The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.